Event description:
A report was received that the patient was having an infection at the pocket site and the incision site was not healing. The patient's ipg was explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having an infection at the pocket site and the incision site was not healing. The patient's ipg was explanted.

Manufacturer narrative:
Additional information was received that the physician did not believe that the infection was device or procedure related. The infection had been healed.